Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation since implant. Surgical intervention was undertaken on (B)(6) 2019 during which the lead was re-positioned. Surgical intervention addressed the issue.